Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. The right ventricular (rv) lead exhibited oversensing and increased sensing integrity counts (sic). The lead remains in use. No further patient complications have been reported as a result of this event.